Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 6.5 centimeters from the terminal end due to induced damage during explant. The coils and insulation were cut with tool. X-ray images showed both cable ends were pulled out of distal stake (cable ends are frayed). The analysis concluded that such damage was induced during explant. The device problem was excluded. The manufacturing process for this subcutaneous electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to oversensing. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced due to oversensing. No additional adverse patient effects were reported.